Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a set screw failure. It was reported the patient described symptom issues prior to the revision. After an x-ray was done to check the lead placement, it was made aware that the end of the lead had disconnected from the ins. During the revision the healthcare provider (hcp) tested the old screw in the old battery and noticed that it clicked but did not tighten.at that point they decided to replace the battery and send the old device off to test if it was device malfunction. Troubleshooting was performed. Troubleshooting was trying to tighten the existing lead to the existing battery and the screw was clicking but not tightening/grasping the lead, causing the lead to be able to come out of the head of the battery. The cause of the event was not known. The outcome of the event was a successful battery revision completed on (B)(6) 2026. The old device was placed in a biohazard bag to be sent for analysis.